Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported, left side "encapsulation ruptured". Confirmed, with ultrasound. And stated, "the ultrasound found the fluffy texture of the encapsulation and found fluid underneath the breast". Healthcare professional reported, rupture and exchange. Device remains implanted.

Event description:
Patient reported left side "encapsulation ruptured" confirmed with ultrasound and stated "the ultrasound found the fluffy texture of the encapsulation and found fluid underneath the breast". Healthcare professional reported rupture and exchange. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: no observed. Seroma-late- breast: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease /wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d.6b, h6.

Event description:
The device has been explanted and replaced.